Event description:
This same style port was implantedin a patient and the radiopaque stripe on the catheter did not show up on x-ray as it should. We decided to test this port (the last one we had of this model) by placing it under the fluoroscope. It's stripe also did not show on x-ray. No patient involvement. Report submitted to FDA and usp.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.